Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Hospital facility washed unknown screws and noticed small white particle remnants around the neck of the screw. They ran the screws through the wash a further two times but where still unable to remove all of the fragments. The screws where washed in the synthes screw caddy. Any remaining particles found where at the upper end of the screw shaft where the screw sits into the caddy. They do not believe the particles are bone or detergent. Hospital cleaned the screws and will not be returning them to synthes. This is 2 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.